Manufacturer narrative:
Exemption number e2017017. (B)(4). Technical investigation was done with tube gettering and dms test tools. All passed. Investigation with application support determined that artifacts most likely were caused by improper patient positioning with patient being too low below iso-center. No general product malfunction can be detected. No further corrective action is initiated.

Event description:
Siemens was notified on (B)(4) 2017 that artifacts were present in the CT brain scan of a one (1) day old infant patient. No further information about the patient or the reported situation is currently available.